Event description:
Repeat eye problems for several weeks and continuing until today, when I realized my contact lens solution had been recalled for similar problems. I switched lenses and cases, wore my glasses for multiple days, etc. When my eyes felt better, I went back to contacts only to have the cycle repeat. Used in 2006, lens case full daily.